Event description:
The external pulse generator was returned for repair of a cracked case. It was returned to the manufacturer for repair and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the customer comment was confirmed; the upper and lower case were broken. Analysis also found that he battery release and battery release o-ring were contaminated. The side bail covers, ring cover, ring cover screw, side bails and ring were missing. The lead flex covers and battery drawer were broken.